Event description:
It was reported that the customer experienced repeated occlusion alarms. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.